Event description:
A malfunction alarm was reported due to a malfunction code "malf 16." There was no reported adverse impact to the customer's blood glucose level. The customer, who confirmed the pump was under warranty, reset the pump without assistance and will switch to multiple daily injections as backup therapy. Customer technical support arranged to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode and return it with a pre-paid label within ten days.